Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing effective stimulation therapy. A company representative met with the patient and a diagnostic check showed multiple lead contacts with high impedance. The representative was unable to resolve the issue with reprograming of the patient's system. Consequently, surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified surgical intervention was taken, during the procedure it was found the patient has a rod implanted in the back which cut the patient's scs lead. The lead was replaced with a new one. Reportedly, impedances were checked postoperatively and all lead contacts were within normal limits.